Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5610529, and no non-conformances related to the reported complaint were identified. Concomitant products: 400cc mentor memorygel breast implant, catalog #3507400bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced right sided rupture post procedure. The rupture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.